Event description:
It was reported by nurse that they have issues with the usb cable connector of the programming computer. The cable has been a bit dodgy, and it is taking a lot of manipulation of them to be able to interrogate the generators. Return of the suspect usb cable for analysis is expected, but it has not been received to date.

Event description:
Review of manufacturing records confirmed that the suspect device passed all tests prior to distribution. An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
The suspect usb cable was received by the manufacturer. Analysis of the device is underway, but it has not been completed to date.